Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The surgeon performed a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.